Manufacturer narrative:
E1, f5: phone number: (B)(6). Device evaluation: (B)(4) unit of lot c2100194 of echo-hd-3-20-c was returned evaluation opened in its original packaging. The image submitted by the user, showing the overall device prior to its return to cook ireland, reveals a proximal sheath kink located directly below the handle. The customer confirmed a needle break approximately 5 cm from the handle at the proximal level. The observed sheath kinks are considered related to the proximal needle break. The device related to this occurrence underwent a laboratory evaluation on 25 feb 2025. On evaluation of the devices the following observations were made: visual inspection: broken needle section returned separately to device. Distal end of broken section of needle examined and kink observed approx. 6.5cm from tip of needle. Functional inspection: sheath extender able to advance and retract without issue. Needle handle able to advance and retract without issue. Needle removed from device and observed to be broken below sheath extender. Manufacturing records: prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-hd-3-20-c of lot number c2100194 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the notes section of the instructions for use, ifu0077 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" there is no evidence to suggest that the customer did not follow the instructions for use (ifu0077). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause for the customer complaint could not be determined, as the circumstances of use cannot be fully replicated in the laboratory. However, a possible root cause could be attributed to the lesion being hard and this caused the needle to kink distally this kink may have prevented successful puncture, as described in the complaint. The difficulty experienced during needle retraction may also be attributed to the distal kink. Additionally, the proximal needle breakage¿as reported and confirmed during the lab evaluation¿is likely to have occurred during needle retraction, where the user may have applied excessive force, ultimately resulting in the proximal break. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: confirmed quantity of 1 device, confirmed used. According to the initial reporter, a section of the device did remain inside the patient¿s body but was immediately removed by the doctor, requiring no secondary intervention. The procedure was completed using another puncture needle of a different reference. Investigation findings conclude that a possible root cause could be attributed to the lesion being hard and this caused the needle to kink distally this kink may have prevented successful puncture, as described in the complaint. The difficulty experienced during needle retraction may also be attributed to the distal kink. Additionally, the proximal needle breakage¿as reported and confirmed during the lab evaluation¿is likely to have occurred during needle retraction, where the user may have applied excessive force, ultimately resulting in the proximal break. Complaint is confirmed based on visual and/or functional inspection.

Event description:
65-year-old patient hospitalized for a bilio-pancreatic echo-endoscopy with puncture for exploration of a pancreatic tumor. During the medical procedure, after introduction of the needle into the pancreatic lesion, it is impossible to handle the needle and perform the puncture. When the practitioner wanted to remove the device, the needle remained stuck in the erector. Removal of the endoscope but the needle broke 5cm from the handle of the plication area. Removing the entire broken needle. Consequences: without immediate clinical consequences on the patient immediate measures: change of puncture needle of different reference (ref (B)(6) "as per cc form": removal of the entire broken needle. The needle used. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. 1. Please describe the location in the body for the intended target site (pancreas, stomach, lungs, etc.) (If lungs, which lymph node was being targeted? E.g., 2r, 2l, 4r, ao, ar, 11ri, 11s, etc.) The intended site was at the biliary/pancreatic level (biopsy sample taken at the tail of the pancreas near the splenic hilum. 2. Please describe the size of the intended target site. Tumor lesion measured at 83mm. 3. Was gaining access to the target site difficult? Easy access to the target site. 4. Was puncture of the targeted site difficult? No. 5. What is the scope manufacturer and model number that was used? Endoscope: pentax eep310413. 6. Was the scope recently service/repaired? Single use. 7. Was the device used in a tortuous position? No as usual. 8. Are images of the device or procedure available? No images. 9. Was the device damaged in packaging before removal? Device not defective in the packaging before removal. 10. Was the device damaged on removal from packaging? Device not damaged when removing the packaging. 11. Was force required to remove the device? Force was required to remove the device. 12. When was the issue noted? E.g., on advancement of the sheath/needle or on needle. Retraction? Problem occurred after insertion of the needle (inability to handle correctly) so the practitioner wanted to remove the device which remained stuck. 13. Were any other defects (other than the complaint issue) observed on the delivery system (e.g., kinks) prior to return? (If yes, please specify what additional defect(s) were observed and where on the device this was observed) needle was cut 5cm from the handle of the plication area. Note that the needle broke near the handle and not at the distal part where there are constraints with positioning of the endoscope and with the use of the erector. 14. If not with the device in question, how was the procedure performed and/or finished? The procedure was completed using another puncture needle of a different reference (ref (B)(6)) 15. Did the patient require any additional procedures as a result of this event? No, other procedures required to date. 16. If additional intervention was performed, was it during the same procedure as the device failure or was it scheduled for another day? No, need to date. 17. If the report involves a kink, bend, or break in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? 5cm from the handle of the plication area. 18. Was gaining access to the target site difficult? Easy access to the site. 19. Was force required on insertion of device into scope? No, particular constraint exerted. 20. Was resistance felt while inserting the device through the scope? No, difficulty in removing the needle. 21. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? Folding observed after insertion of the device. 22. When was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? Problem occurred when extracting the needle following improper handling of the needle once on site. 26. Was difficulty experienced while retracting the needle? Yes. 29. Did any section of the device detach inside the patient? A section detached inside the patient and then recovered by hospital practitioners. 30. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? No, adjustment of the distal part of the needle. 31. For procore needle, is the device damage located at the notch/core trap? N/a, yes, no (if no, please specify where the damage is located). 34. Was the stylet fully in place inside the needle when advancing into the targeted site? The needle broke 5cm from the handle at the proximal level: the needle broke when removing the device, part of the needle remained inside the patient but was immediately removed by the doctor, requiring no secondary intervention.